Event description:
Info was received from an implanting hosp that a vns pt who had recently undergone a generator replacement surgery had their lead and generator explanted due to an infection. The pt did not have their vns system replaced at that time. Their explanted lead and generator were returned to the MFR for eval. Product analysis was completed on their returned product. The lead analysis noted that dried body fluids were observed inside the inner silicone tubes; however, there was no obvious path for the fluid ingress other than the cut ends of the returned lead portions. There was no evidence to suggest an anomaly with the returned lead portions or the returned generator.

Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.